Event description:
The cts went down which caused loss of monitoring for 4 pts for 15 minutes. Alternate pt monitoring was available but it took the user 15 minutes to start monitoring. There was no pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.